Event description:
It was reported in a danish journal article titled "comparison of the risk of revision in cementless total hip arthroplasty with ceramic-on-ceramic and metal-on-polyethylene bearings" based on 11,096 patients from the danish hip arthroplasty registry. The results indicated 444 revisions were identified; 4.0% (71 of 1,773) for coc tha and 4.0% (373 of 9,323) for mop tha. No statistically significant difference in the risk of revision for any reason was found. Revision rates due to component failure were 0.5% (n = 8) for coc bearings and 0.1% (n=6) for mop bearings (p < 0.001). 6 patients with coc bearings (0.34%) underwent revision due to ceramic fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown: dates of events. Expiration dates. Dates implanted. Dates explanted. Initial reporter. Manufacture dates.